Event description:
The distributor received the device to replace the shock cushion. During inspection, they found that the (B)(4) (a part of a2009) had a crack on the back of the shock cushion, around anterior the upper handle). There was no patient involvement. It was noted that the frequency of use: for this device was 15-20 times per month.

Manufacturer narrative:
Integra has completed their internal investigation on april 17, 2017. Results: evaluation of returned device; engineering was able to confirm this failure, but it was a crack-like appearance, it was not a true material crack, but rather a surface indication from cooling in the ceramic die mold. The indication was open only at the extreme outer surface and did not propagate through the grain structure. DHR review; a total of (B)(4) pcs were manufactured on 02/27/2015 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for this device. Complaints history; a two year lookback for this reported failure and or related to "shock cushion appears cracked and moved/slipped " for this product ID shows that 2 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: the root cause for this failure was a surface indication approximately 1.25 inches long, resulting from uneven cooling in the ceramic mold during the foundry process. The defect is "crack-lick" of the surface but no crack depth or penetration exist in the grain structure below.